Event description:
It was reported that during the procedure, two stents (xience prime and a non-abbott) were implanted in the left main artery. During use of a non-abbott guide wire, a dissection occurred in the left anterior descending artery (lad). Due to the length of the dissection (28mm) two covered stents were necessary. A 2.8x16 graftmaster stent was deployed successfully in the mid lad. A second 2.8x16 graftmaster stent delivery system was advanced but resistance was met in the left main artery, due to interaction with a stent strut from a previously implanted non-abbott stent. The non-abbott stent had been implanted for treatment of restenosis of a xience prime stent. Blood was noted in the inflation lumen of the graftmaster and balloon rupture was suspected. A syringe was connected and the graftmaster was aspirated. A noise was heard coming from the graftmaster shaft. The graftmaster stent delivery system was withdrawn from the anatomy and the device was flushed. A pinhole was visible at the mid segment of the balloon shaft. The procedure was aborted. Another procedure was scheduled for (B)(6) 2013. There was no adverse patient effect and no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported torn material was confirmed. The reported noise could not be confirmed. The reported failure to cross and damage by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The unknown xience prime stent referenced is being filed under a separate manufacturer report number. Concomitant products: guide wire: runthrough hypercoat; guide catheter: tiga ebu3.5; stent: 2.8x16 graftmaster; xience prime; resolute. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.